Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator driver and snubber assembly printed circuit boards and performed a generator calibration. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would produce smoke during operation. No pt injury was reported.